Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a heart attack in the hospital. It was also reported that after the patient had to shock his heart multiple times and subsequently fried the ipg, it stopped working immediately after. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted ipg will not be returned.